Event description:
Customer reports that they had another codman icp monitor come disconnected at the transducer site and the monitor had to be pulled, prior to the docs wanting to do so.

Manufacturer narrative:
It has been communicated that the device is on the way back to codman for investigation. Upon completion of the investigation a follow up report will be filed.